Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. During the procedure the suture broke. The surgeon completed the procedure with a similar device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the actual device was returned for evaluation. All three broken ends had the majority of the fibers broken at the same length, resembling a cut end to the naked eye, which suggests a more brittle breakage, but the amount of force required to cause the breakages could not be determined.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
It was reported that after one tissue pass, the suture broke during tying. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.